Event description:
It was reported that the customer experienced elevated blood glucose levels (500 mg/dl) with ketones present. Customer performed fill tubing and pump appears to be delivering as expected. Customer delivered a manual injection to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.